Event description:
The customer reported receiving no delivery alarms during bolus and basal. The blood glucose reading was 127mg/dl. Troubleshooting was performed. Instructed the customer to verify the reservoir volume, and it was not empty. Assisted the customer to run the fixed prime test, but the insulin did not exit and the device alarmed no delivery. Suggested to remove the reservoir, rewind the insulin pump, and replaced the reservoir. Instructed the caller to run the fixed prime test and the pump alarmed no delivery. The customer called back to continue testing after changing the infusion set. Ran a displacement test without a reservoir, and the test failed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.